Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the trigger was blocked, jammed and was moving heavily on the compact air drive device. It was observed that the reverse trigger was stuck. It was further determined that the device failed pretest for check starting behavior, check triggers for forward / reverse mode and check function of soft mode switch (safety system). It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability was inadvertently documented as 12/12/2017 in the initial report. The date returned to manufacturer was corrected to 1/27/2018. B5: h10: device evaluation update: upon further investigation, it was determined that some of the other parts were found to be faulty. If additional information should become available, a supplemental medwatch report will be submitted accordingly.